Manufacturer narrative:
As reported, capsure fastener head and the coil were misaligned. The subject device has not been received for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made at this time. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, capsure fixation device was used and the connection between the peek and stainless-steel parts of the fastener was misaligned. Another capsure device was used to complete the procedure. There was no patient injury.

Event description:
As reported, during a procedure, capsure fixation device was used and the connection between the peek and stainless-steel parts of the fastener was misaligned. Another capsure device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, capsure fastener head and the coil were misaligned. The subject device has not been received for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made at this time. Review of manufacturing records shows product was made to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the retuned device could not reproduce the reported event of fastener peek cap detaching from the coil. The device functioned as intended during functional and simulated use testing. No peek caps were found to detach in testing. No manufacturing anomalies found. Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.